Event description:
It was reported that after procedure, it was found a metal piece in the patient shoulder. The patient's outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that after procedure, it was found a metal piece in the patient shoulder. The patient has recurrent pain and needs to undergo surgery to remove the metal piece. The multifix s ultra devices and the metal piece could not be returned for investigation as they are still in the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported device, used in treatment, was not returned for evaluation. Therefore, the relationship between the product and reported incident cannot be established. The review of the complaint history for the associated complaint product found no similar events in the last three years for the involved lot. A review of manufacturing records for the lot found no non-conformances during manufacturing process related to the event. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. B5 was updated.